Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a female patient (age unknown), after removing the electrode pads, severe burns were found on the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The electrode pads involved were not returned by the customer and we were unable to obtain the lot number of the pads to perform retained sample or raw material testing. Therefore, this claim is being closed as no sample returned.